Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient could not get their external device "to do anything". Per the patient, "it keeps saying retry". The patient stated that everything was charged but when the plugged it right back in, it said that it was charging again but then they did not know what was going on because the bluetooth light kept blinking blue. The patient stated that their communicator was "a new one", and they had not had the same one for a long time. The patient confirmed that the event date was the date of the report. The patient's back was hurting due to the inability to bolus. Patient services assisted the patient in connecting to their pump and the patient reported seeing "communicator not found" and confirmed that this was what they had been seeing. Patient services assisted the patient in tapping "cancel" to obtain the handset serial number in the "about" section of the myptm application, b ut the patient reported seeing code 338. Patient services assisted the patient in closing all applications, resetting bluetooth and location and resetting the communicator. The patient saw a "not found" message again but when the patient tapped "switch communicator" the patient saw service code 389. Patient services assisted the patient in closing all applications and force-stopping communication manager and then the patient was able to successfully connect to the pump and request/receive a bolus well without issue. While on the call to patient services, the patient mentioned that their pump was almost empty, so they knew the connection to the pump would be slow and "in a couple days I'll get a warning". The patient mentioned that they had a refill scheduled for 2025-09-18, but they had not heard from home infusion yet. The patient then stated that they always ask everyone "why it's on 91" and they told the patient that the equipment connected slower because the pump was almost empty. Per the patient, "it will take a bit when getting to 91%". When patient services inquired about event date, the patient stated "it's always after it (pump medications) goes down". Additional information was received from the patient who reported that they were walked through what to do regarding the steps taken to resolve the 91% lag. The issues were resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.